Manufacturer narrative:
The exacto cold snare is intended to be used without diathermic energy for the endoscopic resection of diminutive polyps in the gastrointestinal tract. Following us endoscopy's receipt of the event, the unit's device history record was reviewed and confirmed the device was manufactured according to specification; no anomalies were noted. The device successfully passed final quality inspection. A review of exacto cold snare complaints was performed and confirms this is the only complaint received for the subject lot. The exacto cold snare device instructions for use direct the user to "prior to clinical use, inspect and familiarize with the device. If there is evidence of damage, do not use this product and contact your local product specialist. Remove the device from the package and uncoil the entire device and drape in a "u" shaped configuration, holding the proximal end in one hand and the distal sheath in the opposite hand. Move the finger rings back and forth to confirm that the snare loop opens and closes smoothly prior to inserting into the endoscope. Ensure the snare loop is fully retracted into the catheter prior to insertion into the endoscope."

Event description:
Our (B)(4) distributor reported that during procedural use, the distal snare loop became detached from the exacto cold snare device. The loop was retrieved with no report of patient harm due to the detached component nor the retrieval, and the procedure was completed successfully.